Event description:
This rn walked in to the patient's room around 2100 to give an as needed medication and found the patient's chemotherapy dripping on to the floor. Upon further assessment, this rn noted the patient's chemotherapy tubing was disconnected at the swivel part of the female equashield piece. Manufacturer response for closed antineoplastic and hazardous drug reconstitution and transfer system, equashield (per site reporter). Requested device sent back to them